Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no: 328289, batch no: 8211554. It was reported that during use of the bd¿ ultra-fine insulin syringe when the consumer was opening up the poly bag in the middle, she got stabbed by the needle and bled a little. She didn't have to put a bandage on. When she opened the bag she found the needle shield detached from the syringe was in the bag. Needle got bent after it poked her. The following information was provided by the initial reporter: consumer reported when she was opening up the poly bag in the middle, she got stabbed by the needle and bled a little. She didn't have to put a bandage. When she opened the bag, she found the needle shield detached from the syringe was in the bag. Needle got bent after it poked her.

Event description:
Material no: 328289 batch no: 8211554. It was reported that during use of the bd¿ ultra-fine insulin syringe when the consumer was opening up the poly bag in the middle she got stabbed by the needle and bled a little. She didn't have to put a bandage on. When she opened the bag she found the needle shield detached from the syringe was in the bag. Needle got bent after it poked her. The following information was provided by the initial reporter: consumer reported when she was opening up the poly bag in the middle she got stabbed by the needle and bled a little. She didn't have to put a bandage. When she opened the bag she found the needle shield detached from the syringe was in the bag. Needle got bent after it poked her.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8211554. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint.